Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was giving high pressure alarms and error e0028; pressure jumping due to failed valves. The valves were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, there was a couple intermittent issues with this system. The unit had a pressure issue, when the unit was sent at 250 mmhg, the pressure jumped to 265-270 mmhg. Nursing noticed it would alarm high pressure once in a while, it gave them an error once e0028. The nurses said it alarmed "high pressure". There was no patient harm/injury or surgical delay reported. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.